Event description:
It was reported that six weeks after having the artificial urinary sphincter (aus) device implanted, the patient saw his physician in order to have his device activated on (B)(6) 2024. After the device was activated, the patient continued to experience recurring incontinence. The pump bulb was squeezed hard multiple times; however the patient's condition did not improve. The patient then saw his physician again on (B)(6) 2024 in order to have his device activated. The device worked for a few times, but then it stopped working. A CT scan confirmed that the reservoir, pump, tubing, and cuff were in the proper position. The scan also confirmed there were no air bubbles in the reservoir. The physician believes the device has malfunctioned. The patient is extremely unhappy with the device performance.